Event description:
During atypical flutter ablation procedure with a thermocool smarttouch sf catheter and a varipulse¿ bi-directional catheter, the patient experienced blood pressure drop and pericardial effusion treated with pericardiocentesis. The patient was transferred to medical ICU with pericardial drain in for further observation. The ablation catheter was pulled back to the right atrium, and the patient's blood pressure dropped. Intracardiac echo showed that there was a pericardial effusion. Pericardiocentesis was performed and approximately 1000cc fluid was removed. The procedure was aborted. The patient was transferred to medical ICU in stable condition with the pericardial drain in for further observation. After the pfa (pulse field ablation) applications the physician used the stsf catheter to "touch up" areas from a previous procedure. Rf (radiofrequency) lesions were applied to the anterior mitral line, the anterior side of the ridge, and the base of the left atrial appendage. The physician ablated using the drag technique; 25-35 watts moving the catheter every 6-7 ohm drop in impedance. There was one lesion that dropped 12 ohms at the base of the appendage. The physician stated that the effusion was most likely caused by perforation of the appendage. The devices used for the procedure were stsf d/f curve (d134805, lot unknown), varipulse 8.5 fr catheter (d141201; lot unknown), soundstar ge catheter 8fr (10439236; lot unknown) octaray d curve 2-2-2-2-2 mm spacing catheter (d-1609-04; lot unknown), vizigo medium curl sheath (d138502; lot unknown), decanav d curve catheter (r7d282ct; lot unknown), carto system, trupulse generator, ngen generator, and bayless transeptal wire (non-bwi device). All products were discarded and not available for return. There are two reports for this event for the stsf and varipulse catheters. This report is for the varipulse catheter.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).